Event description:
It was reported that the ventilator whilst connected to a pt generated two technical error codes, one indicating disabled valves and the other indicating an internal memory error and the ventilation consequently stopped. The ventilator was replaced. There was no pt harm. Importer ref#: (B)(4). MFR ref: #8010042-2013-00042.